Event description:
The patient was treated effectively for an abdominal aortic aneurysm using gore excluder aaa trunk-ipsilateral leg component (B)(4) and the gore excluder aaa contralateral leg component (B)(4) were placed without incident. Upon completion, a q50-65 stent graft balloon (B)(4) was used to balloon the proximal end of the trunk-ipsilateral leg, however, trailing end of the balloon inflated in such a way that the proximal end of the graft slipped distally and then expanded into the aneurysm sac. The graft could not be re-aligned to its initial position, and it was not possible to extend the graft proximally with the aortic extender components; therefore, the patient was converted to open surgical repair. The devices were explanted and replaced with a surgical graft. The patient was stable upon completion of the surgery. No further complications have been reported.

Manufacturer narrative:
Notification of this event was received on (B)(6) 2010. As outlined in the IFU, the operator should not over-inflate balloon when modeling graft in vessel and should visualize the stent graft at all times during balloon inflation to detect any movement of the stent graft.